Event description:
The iab was inserted into the pt at 10:38 a.m. And removed 2 days later at 2:00 p.m. No second iab was inserted. The iab did not malfunction. The pt had pulmonary hemorrhage due to use of argatroban that was used during iab. It was reported that the pt expired in the hosp as a direct result of iab therapy. The iab was not returned to datascope.